Event description:
It was reported that liquid was found on the ventilator's inspiratory pressure transducer printed circuit board and expiratory channel printed circuit board. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that liquid was found on the ventilator's inspiratory pressure transducer printed circuit board and expiratory channel printed circuit board. Our field service engineer investigated the ventilator on site and identified the liquid. No traces of fluid ingress was found in the expiratory pressure transducer, but the expiratory channel, inspiratory and expiratory pressure transducers printed circuit boards (pcb: s) were replaced as a precaution. The replaced parts were sent for further investigation. Additionally, preventive maintenance was performed. The o2 cell and batteries were replaced and a pm kit was installed. A pre-use check was performed, the unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. Simulated use testing of the returned expiratory pressure transducer and the expiratory channel pcb:s passed the pre-use check. No abnormal found during ventilation for three hours. No visual contamination was found on the expiratory channel or the expiratory pressure transducer. Visual inspection showed that the inspiratory pressure transducer was contaminated with saline. No further investigation is needed since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction e.g. Technical errors, alarms, failed test during pre-use check. The most probable root cause was usability issue.